Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call that they were hospitalized with the blood glucose value of 1100mg/dl. Customer's doctor mentioned that customer had been giving himself correction using the wizard examples if blood glucose value was 250mg/dl, carbs should be 60 and correction 3.0u, if blood glucose value was 280mg/dl, carbs should be 60 and correction 9.0u. Insulin pump will not be returned for analysis.